Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture joint laxity. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent a 2nd left knee revision due to loosening of the tibial component and instability. The surgeon reported the femoral and patellar components were well-fixed, well positioned and not revised. He indicated the tibial component was found to be loose and in relative varus position. The surgeon reported removing loose unstable cement. He indicated instability to the knee prior to the revision. The patient was implanted with depuy revision system and competitor cement.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of tibial component at cement to implant interface and instability. Cement manufacturer is unknown. Doi: (B)(6) 2015; dor: (B)(6) 2018; left knee.